Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "blank screen on the display" is confirmed. The lcd mounting screws were found loose, which is the cause of the blank screen. The display was fully functional when the mounting screws were retightened. The root cause of the mounting screws came loose is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported the intra-aortic balloon pump (iabp) control head was not functioning during use on a patient. As a result, the iabp was swapped out for another. The iabp was sent to biomed to be serviced. When the biomed turned on the iabp, the control head flashed, no error message and then the screen went black. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the intra-aortic balloon pump (iabp) control head was not functioning during use on a patient. As a result, the iabp was swapped out for another. The iabp was sent to biomed to be serviced. When the biomed turned on the iabp, the control head flashed, no error message and then the screen went black. There was no report of patient complications, serious injury or death.